Event description:
It was reported that during a pci procedure, in an unspecified calcified lesion, the tip of the graphix guide wire fractured and remains in the patient's body. Retrieval attempts were unsuccessful. The physician elected to secure the tip of the guide wire with a stent. Patient status is listed as "fine".as attempt to obtain more information from the health care provider was unsuccessful. There were unable to provide us with any additional information or details for this procedure.